Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed using a starclose device with a 6f sheath after a diagnostic coronary procedure. Reportedly, after deployment of the clip, the starclose device was difficult to remove. The safety access ports were used to remove the device. The clip of the starclose successfully achieved hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.